Event description:
It was reported that the patient fell approximately two weeks after the device was implanted and was hospitalized several times for similar issues. The patient's daughter reported that the patient had, "become almost an invalid and also had a small heart attack."the location of the device is unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.